Event description:
The patient reported feeling a shock down his leg the night prior to this report while he was in bed. He also had a little pus at the incision site once when he changed the bandage. He was also leaking but not as much as before. It was recommended to discuss this with his healthcare provider (hcp). Follow-up with the manufacturer representative (rep) determined that the rep had not been aware of this event. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.